Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose / protruded drive support disk. Unable to perform the prime test due to the alarms. The pump also had a cracked case at display window corners, a cracked reservoir tube, a cracked reservoir tube window, cracked battery tube threads, and minor scratches on the lcd window corners.

Event description:
It is reported that a customer can not exit the "preparing to prime" loop on their insulin pump. The patient's blood glucose level was 81 mg/dl at the time of the call. The customer stated that the esc button would not function correctly during the prime sequence. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.